Event description:
The lead was placed in the brain but not connected when the physician noticed the spacing on the distal end. It was replaced the day of implant (see mfg report # 6000153201005025). The pt received stimulation, but did not experience improvement in tremor. It did not respond to stimulation. This did not change with placement of the new lead.

Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.